Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
Medtronic received a report that the connector detached easily from the tube when connected to the breathing bag. The customer indicated that there was no patient involvement associated to this event.